Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition, but was contaminated by fluid ingression. Review of the event history log showed the pump displayed occurrences of no disposable and high pressure alarm messages. Functional testing involved three separate delivery accuracy tests and functional check. The investigation found that the pump was within manufacturing specification +/- 6%. One possible source of the reported issue could be the fluid ingression that was identified during inspection. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating the issue was found during testing, there was no patient involvement.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy testing by -8.75%. There were no injuries or adverse events reported.